Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 30.4 mmol/l, 22.8 mmol/l and 18 mmol/l. The customer took correction bolus to lowered down the blood glucose value. Customer was reporting a sensor updating or sensor glucose value not available status or alert. Customer reported that they did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.